Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and route of administration not reported) for peritonitis. The cause of the peritonitis was not reported. The patient had not recovered and dianeal therapy was ongoing. No additional information is available.